Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the proximal right coronary artery (rca). The 2.50x12mm trek balloon dilatation catheter (bdc) was prepped prior to use without any leaks/issues noted. After successful advancement to the lesion, inflation failed three times and the device was withdrawn without any reported issues. Upon withdrawal, a small balloon leak was noted. A new 2.5 x 15 mm trek was successfully used to complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The leak and inflation issues were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.